Event description:
It was reported to philips that there was an issue in control module geometry's rotation button, preventing c-arm's anterior oblique movements. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing coronary procedure. The procedure was completed by moving the patient to another room at the time of event. The philips field service engineer (fse) visited onsite and confirmed that there was an issue in controlling module geometry's rotation button, preventing c-arm's anterior oblique movements. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the c-arm was unresponsive in the head-to-foot direction due to an internal switch not activating. The fse ran diagnostic test and confirmed failure in the head-to-foot movement. To resolve the issue, the fse replaced the geometry module and verified all movement functions. The defective part was sent for analysis, geo module no failure was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.